Event description:
It was reported that during a knee ask meniscectomy procedure using the manta 1 left curve punch, the tip of the punch broke in the surgical site. The broken piece was successfully removed from the patient and the surgeon is confident that no debris was left in the patient, as they performed 3 x-rays to confirm. The procedure was ultimately completed using a competitor's device. No significant delays or patient complications were reported as a result of this event.